Event description:
The customer reported a cgm error, indicated as error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump, after which the error did not reoccur, and the customer successfully began a new sensor session.